Event description:
It was reported that the johnson and johnson (jnj) preloaded intraocular lens (iol) failed. It was noted to have scratches on the lens following placement. The surgeon removed the scratched lens and implanted another lens. The original intended procedure was phacoemulsification cataract with iol implantation without astigmatic keratomy in their left eye. Through follow-up the customer stated that to their knowledge there was no capsule tear, vitrectomy or incision enlargement. No further information was provided. Note. Medsun program. Uf/importer report#: (B)(4).

Manufacturer narrative:
Section a2 age or date of birth: information unknown/not provided. Section a5, ethnicity: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 6, 2024 . Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint device was received. The device was inspected under magnification. The complaint handpiece was received with the plunger rod fully advanced. The cartridge and cartridge tip presented with stress marks/damaged however the damage was within specification for a used device. Viscoelastic residue was not evenly distributed through the length of the cartridge. The lens module was inspected and no damage or viscoelastic residue was identified. The device assembly was inspected and no issues were identified however fluid was identified under the lens module. The plunger rod was inspected and no issues were identified. The lens was cleaned and presented with no issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.